Event description:
Notified by dialysis rn that during routine blood draw vacutainer lot #3690327 had small piece that had broken off into patient dialysis catheter. Dialysis nurse notified physician, and interventional radiology was able to remove broken piece from catheter at bedside.